Event description:
It was reported that a patient with muscle stimulation presented in clinic for routine follow-up. The pulse generator exhibited backup operation. A software download restored normal device function. The patient was in good condition post download.

Manufacturer narrative:
(B)(4).